Manufacturer narrative:
This report is submitted on march 16, 2017.

Manufacturer narrative:
This report is submitted on february 21, 2017.

Event description:
Per the clinic, the device was explanted due to poor performance of the patient and improper placement of the device. Attempts to re-position the electrode array were not successful resulting in the decision to explant the device on (B)(6) 2017.